Event description:
It was reported that after the t1 implant was deployed, t2 implant can't be deployed and used the backup to finish the surgery. No significant delay and no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. The delivery needle is dramatically bent on two planes. The actuator is lodged at the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.